Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported adverse event without identified device or use problem. The reported patient effects of tachycardia, hypoxia, hypotension, and air embolism are listed in the instructions for use/IFU as known possible complications associated with mitraclip procedures. Based on available information, a cause for the tachycardia (treatment with medication(s)), hypoxia (intubation), hypotension (treatment with medication(s)), and air embolism could not be determined. The medication required and unexpected medical intervention (pti) were the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the air embolism. It was reported this was a mitraclip procedure performed to treat grade 4 degenerative mitral regurgitation. The clip was advanced and placed without issue, however during clip deployment, after removing the lock line the patient became hypotensive and the patients heart rate increased. Medication and oxygen were given, and the symptoms resolved. An air embolism was suspected but not confirmed. The procedure was continued, a second clip was implanted without issue, reducing mr to 1-2. No additional information was provided.